Event description:
It was reported that the balloon had a perforation.

Manufacturer narrative:
We received one model # 744hf75 catheter with an attached monoject 3ml syringe with 1.5 ml limited volume syringe for examination. No introducer or package was returned. The reported event that "the balloon has a perforation" was not confirmed, but the balloon failing to maintain inflation was confirmed. The balloon failed to maintain its inflation due to leakage from a puncture and a scratch on the catheter body at 101 cm from tip. Leakage was found from the puncture when pressurizing the inflation lumen with a syringe while entire catheter was immersed in water. All through lumens were patent without any leakage or occlusion. There was no other visual damage, contamination, or other abnormalities found on catheter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.